Event description:
The user of an ortho summit sample handling system (summit pipetter) within an ortho summit system was performing repeat testing for an initially reactive specimen. While pipetting, the summit bar code reader misread the bar code on the specimen sample tube causing a new specimen entry in ortho assay software (oas) instead of a repeat test entry for an initially reactive specimen. The oas software algorithm then flagged the second sampling as "oas unreq" meaning that this was a new specimen and repeat testing is not allowed at this stage of the donor screening algorithm. The software and instrument performed the sample algorithm appropriately, however because of the bar code misread the user was unable to understand how to perform repeat testing against the initially reactive result and have the software record the test results in accorance with the algorithm. No death or serious injury was associated with this incident.